Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2009; 5076-45 lead, implanted: (B)(6) 2009; dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the left ventricular (lv) lead exhibited increasing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.